Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings. Customer also states receiving a no delivery during her lunch time. Customer is worried about her blood glucose fluctuating. Customer states replacing set and checking her blood glucose and it was over 600mg/dl. Customer then checked once more and it was down to 394mg/dl. The insulin pump is not being returned.